Manufacturer narrative:
The customer¿s report of the device infusing a medication 2 hours faster than intended was not confirmed. The pcu event log showed that on (B)(6) 2015 at 10:22am the user programmed a basic infusion at a rate of 20.8ml/hr with a vtbi of 288.6ml. The vtbi was extended 3 times throughout the duration of the infusion, accumulating a total infusion volume of 468.112ml. The total infusion time was approximately 21 hours and 32 minutes. Adequate information was not provided by the customer, nor could it be obtained through the event logs, to determine whether or not the infusion completed sooner than intended. The root cause of the customer¿s report of the device infusing a medication 2 hours faster than intended was not determined. No devices or tubing sets were returned for investigation.

Event description:
The customer reported that a pump infused a medication 2 hours faster than intended. The infusion was supposed to be complete at 1025 and was discovered to be complete at 0825. The customer reported no patient harm. No other information available.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.